Event description:
While checking patency of mediastinal tube, heard air flow and observed fluid coming from tube. Hole covered with sterile gauze, tube repaired and reattached. Appropriate action taken to prevent harm to patient, but air in chest was a possibility. Second occurrence of this incident with this product.